Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 100mm ruptured aaa . It was reported during the procedure, after the physician implanted a   25mm bifurcate stent graft and bilateral limbs and ballooned, a final angiogram presented an endoleak. The physician the ballooned again and then  implanted a 25mm cuff and extended the right  side into external iliac artery  with 16x13x124 endurant limb. The endoleak reduced but was still present. It was undetermined whether the endoleak was coming from the inferior mesenteric artery (ima) or was a type IV endoleak. The hcp  stated the patient may have developed abdominal compartment syndrome but  this was undetermined at the time of the procedure. The patient was stable at end of procedure . The patient later developed multisystem organ failure post operatively , hg was stable, liver <(>&<)> kidneys were not functioning. The  patient then expired on the same date.  Per the physician the cause of the endoleak can not be determined. The cause of death was the multisystem organ failure.  No additional clinical sequalae were provided and the patient is expired.

Manufacturer narrative:
Continuation of section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c82e, serial/lot #: (B)(4), ubd: 25-apr-2024, UDI#: (B)(4); product ID: etcf2525c49e, serial/lot #:(B)(4) , ubd: 02-may-2024, UDI#: (B)(4) ; product ID: etlw1616c82e, serial/lot #:(B)(4) , ubd: 03-may-2024, UDI#: (B)(4); p roduct ID: etlw1620c82e, serial/lot #: (B)(4), ubd: 18-may-2024, UDI#:(B)(4) ; product ID: etlw1613c124e, serial/lot #:(B)(4) , ubd: 04-dec-2024, UDI#:(B)(4) ; product ID: etlw1616c93e, serial/lot #:(B)(4) , ubd: 15-dec-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 c.f.r parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.